Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that high pacing thresholds and undersensing were also observed post maze procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a surgical maze procedure for af, the lead would not capture. The lead was explanted and replaced. The patient had no complications or symptoms before, during or after the procedure. The lead will not be returned for evaluation.